Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Event description:
It was reported that the patient was having charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned. Additional information was received that the patients charging was to charge more often.